Event description:
Event verbatim [preferred term] blisters on both sides of neck/shoulder area/big blisters/sustained the burns and blisters/the right side is red and ready to pop [burns second degree] , the wraps felt hotter than normal [device issue] , used thermacare 8.5 hours per day/ attached thermacare to body/ hooked on her skin under a scrub top/ did not check her skin under the product while wearing thermacare [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6)-year-old female consumer started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) lot number ad8397, expiration date sep2021, on (B)(6) 2019 for shoulder/neck pain. Medical history included ongoing gastrooesophageal reflux disease (gerd), ongoing blood glucose abnormal. Concomitant medications included ongoing metformin from 2006 to keep her sugar down, ongoing esomeprazole for gerd, cholecalciferol (vitamin d), cyanocobalamin (vitamin b12), and biotin. Consumer used thermacare and had for forever. She picked up the joint pain therapy wraps. She put them on both shoulders. This was the first time she had big blisters. She said that one blister had busted. She wanted to know if some cells get hotter than others. This was the first time this had ever happened. She put them on sunday night before work. She took them off in the middle of the night. Monday she noticed the blisters. Yesterday, she put on 2% xylocaine. It blistered up and popped on the left side. The right side was red and ready to pop. She said that the wraps felt hotter than normal. She used one wrap the day before and did not sustain any burns with the wrap. The next day she used the two, one on each side, and sustained the burns and blisters. Consumer classified her skin as fair to medium. She did not have sensitive skin or abnormal skin conditions. She purchased the red box. The product was remaining. She used thermacare 1 day in a row, 8.5 hours per day. She previously used thermacare for years, and did not experience any problem. She did not used other heat products for pain relief previously. She attached thermacare to body. She hooked on her skin under a scrub top while she was working. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. On her left shoulder, she had two blisters that had popped the same size as the heating cells. They were at the end of the wrap. The right side, she had two blisters on that side. One had popped, and was starting to dry up with the other one was decreasing in size and still intact. She put antibiotic cream and bandaids on the blisters. Lab data included her glycosylated haemoglobin (a1c) was fine. The action taken in response to the events of the product was permanently discontinued. The outcome of the event blisters on both sides of neck/shoulder area/big blisters/sustained the burns and blisters/the right side is red and ready to pop, blister had busted/one had popped, and was starting to dry up, the wraps felt hotter than normal was not resolved. The outcome of the other event was unknown. Consumer considered the events as related to thermacare. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burn blisters", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Severity of harm: s3. Batch ad8397 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-34832, effective: 24aug2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the four pouched wraps inside. There were no obvious defects found on carton or pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2019. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the 12th complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Exped trend actions taken: based on this name customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use pr.

Event description:
Event verbatim [preferred term] blisters on both sides of neck/shoulder area/big blisters/sustained the burns and blisters/the right side is red and ready to pop [burns second degree] , the wraps felt hotter than normal [device issue] , used thermacare 8.5 hours per day/ attached thermacare to body/ hooked on her skin under a scrub top/ did not check her skin under the product while wearing thermacare [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. This 67-year-old female consumer started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) lot number ad8397, expiration date sep2021, on 01sep2019 for shoulder/neck pain. Medical history included ongoing gastrooesophageal reflux disease (gerd), ongoing blood glucose abnormal. Concomitant medications included ongoing metformin from 2006 to keep her sugar down, ongoing esomeprazole for gerd, colecalciferol (vitamin d), cyanocobalamin (vitamin b12), and biotin. Consumer used thermacare and had for forever. She picked up the joint pain therapy wraps. She put them on both shoulders. This was the first time she had big blisters. She said that one blister had busted. She wanted to know if some cells get hotter than others. This was the first time this had ever happened. She put them on sunday night before work. She took them off in the middle of the night. Monday she noticed the blisters. Yesterday, she put on 2% xylocaine. It blistered up and popped on the left side. The right side was red and ready to pop. She said that the wraps felt hotter than normal. She used one wrap the day before and did not sustain any burns with the wrap. The next day she used the two, one on each side, and sustained the burns and blisters. Consumer classified her skin as fair to medium. She did not have sensitive skin or abnormal skin conditions. She purchased the red box. The product was remaining. She used thermacare 1 day in a row, 8.5 hours per day. She previously used thermacare for years, and did not experience any problem. She did not used other heat products for pain relief previously. She attached thermacare to body. She hooked on her skin under a scrub top while she was working. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. On her left shoulder, she had two blisters that had popped the same size as the heating cells. They were at the end of the wrap. The right side, she had two blisters on that side. One had popped, and was starting to dry up with the other one was decreasing in size and still intact. She put antibiotic cream and bandaids on the blisters. Lab data included her glycosylated haemoglobin (a1c) was fine. The action taken in response to the events of the product was permanently discontinued. The outcome of the event blisters on both sides of neck/shoulder area/big blisters/sustained the burns and blisters/the right side is red and ready to pop, blister had busted/one had popped, and was starting to dry up, the wraps felt hotter than normal was not resolved. The outcome of the other event was unknown. Consumer considered the events as related to thermacare. Upon follow-up from product quality complaints, the following information was provided: severity of harm: s3. Batch ad8397 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-34832, effective: 24aug2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the four pouched wraps inside. There were no obvious defects found on carton or pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 23sep2019. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the 12th complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Exped trend actions taken: based on this name customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use products, refer to attachment trending graph flexible use ae (B)(6) 2019. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (23sep2019): new information received from a product quality complaint includes: investigation results. Company clinical evaluation comment based on the information provided, the events of "burn blisters", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Blisters on both sides of neck/shoulder area/big blisters/sustained the burns and blisters/the right side is red and ready to pop / pain [burns second degree] , the wraps felt hotter than normal [device issue], attached thermacare to body/ hooked on her skin under a scrub top/ did not check her skin under the product while wearing thermacare [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable healthcare professional reporting for herself. This 67-year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) lot number ad8397, expiration date sep2021, on (B)(6) 2019 for shoulder/neck pain, sore neck muscle. Medical history included ongoing gastrooesophageal reflux disease (gerd), ongoing blood glucose abnormal. She is not post-menopausal and is not under the care of a physician for any medical condition. Concomitant medications included ongoing metformin from 2006 to keep her sugar down, ongoing esomeprazole for gerd, ongoing colecalciferol (vitamin d) for extra vitamins, ongoing cyanocobalamin (vitamin b12) for vitamin, and ongoing biotin. She put the heatwraps on sunday night before work. She took them off in the middle of the night. Monday she noticed the blisters. She reports she blistered on both sides of her neck, shoulder. She had used one wrap the day before and did not sustain any burns with the wrap. The next day she used the two, one on each side/ both shoulders, and sustained the burns and blisters/ big blisters. On her left shoulder, she had two blisters that had popped the same size as the heating cells. They were at the end of the wrap. The right side, she had two blisters on that side. One had popped and was starting to dry up with the other one, was decreasing in size and still intact. Left side was worse- 2 blisters burst/ popped on the left side and skin peeled after a few days, and right- 1 blister and fluid was reabsorbed. The right side was red and ready to pop. This was the first time this had ever happened. She said that the wraps felt hotter than normal. Certain areas of the wrap felt hotter than other areas of the cell of that felt a lot warmer. Yesterday ((B)(6) 2019), she put on xylocaine. She used 2% topical xylocaine for pain and then used an antibiotic x3 days and kept both areas covered. She put antibiotic cream and bandaids on the blisters. She confirmed this was her own treatment; no treatment recommendation was given. She did not consult a healthcare professional for the problem. She was not hospitalized for the blisters and burns. She states she was hospitalized for the wraps feeling hotter than normal. She used thermacare 2 days in a row, 8 hours per day. She previously used thermacare for years, it's all she ever uses, and did not experience any problem. This was the first time she ever got red and blistered. She did not used other heat products for pain relief previously. She attached thermacare adhesive to body. She hooked on her skin under a scrub top while she was working night shift. She explained that she did not check her skin under the product while wearing thermacare. She reports she was hospitalized for having attached thermacare to body/ hooked on her skin under a scrub top/ did not check her skin under the product while wearing thermacare. Consumer classified her skin as fair to medium. She did not have sensitive skin or abnormal skin conditions. She purchased the red box. The product was remaining. She did not engage in exercise while using the product. She read the usage instructions on thermacare before used the product. Lab data included her glycosylated haemoglobin (a1c) was fine. The action taken in response to the events of the product was permanently discontinued. The onset date of the events was (B)(6) 2019. The outcome over the events was recovered on an unspecified date. Consumer considered the events as related to thermacare. Upon follow-up from product quality complaints, the following information was provided: severity of harm: s3. Batch ad8397 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-34832, effective: 24aug2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Visual resrv sample eval desc: the visual inspection of a retain sample included one carton and the four pouched wraps inside. There were no obvious defects found on carton or pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 23sep2019. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the 12th complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Exped trend actions taken: based on this name customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use products, refer to attachment trending graph flexible use ae 04sep2017 to 04sep2019. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (23sep2019): new information received from a product quality complaint includes: investigation results. Follow-up (02oct2019): new information from a contactable healthcare professional (reporting for self) includes: updated reporter type (healthcare professional), suspect device brand name (updated to: thermacare joint & arthritis pain neck, shoulder & wrist), updated indication, patient history details, updated patient weight, concomitant medication details, event seriousness (hospitalization information added), event onset date, event outcome, and product use information (used the product 2 days in a row, 8 hours a day) and product expiry. Company clinical evaluation comment: based on the information provided, the events of "burn blisters", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters", "device issue" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Severity of harm: s3. Batch ad8397 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-34832, effective: 24aug2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton and the four pouched wraps inside. There were no obvious defects found on carton or pouched wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 23sep2019. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the 12th complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Exped trend actions taken: based on this name customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for flexible use pr...